Event description:
Medtronic received information that immediately following the implant of a transcatheter bioprosthetic valve, a 20 mm x 30 mm b. Braun z-med was inflated but then ruptured abruptly. When removing the balloon catheter, it was pulled back through the sheath with difficulty. It was determined that approximately 1/2 of the balloon was still attached to the catheter. An attempt was made to find the remainder of the balloon on angiography. The proximal balloon marker was located. Several attempts were made to capture the rest of the balloon and pull it out through the sheath. Eventually, the remainder of the balloon was caught and pulled into the sheath but the balloon became stuck inside the sheath. Subsequently, the balloon was removed together with the sheath and guidewire at once. The sheath was cut open to inspect the piece of balloon that had been captured and it was determined that all missing parts of the balloon had been successfully retrieved. No adverse patient effects were reported. 702205946. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).